Event description:
Manufacturer representative reported paralysis after surgery. Hcp reported a clot was formed after surgery involving a specify lead. During the trial, in or, the pt was not getting any stimulation and the screener was turned up to approximately 6 amps. The assistant fiddled with the connector while the amps were still up. The pt experienced a huge flow of stimulation for a second or two. The pt brought suit against the physician. It is unknown whether the device was explanted or returned to the MFR for analysis. It is unclear what devices were involved.